Event description:
It was reported that the pt underwent coronary bypass surgery in 2000, and the abdominal and chest fascia was closed with running panacryl sutures. The pt was discharged earlier that year, reportedly doing well. The pt saw the surgeon the following year, complaining of a small amount of redness and tenderness at the lower part of the chest incision. The pt reported that there was drainage from the site. Bactroban ointment was prescribed. During that year, the pt was hospitalized due to infection at the site. The wound was reopened and the pt placed on IV vancomycin. Cultures negative for mrsa. Two months later, the pt was started on cipro, with instructions to clean the sternal wounds along the incision line with peroxide and to keep them covered. Levaquin was prescribed seven days later, and continued until the end of the following month, at which time the pt stated that he had pulled suture material out of the inflamed area. The next month, the surgeon removed additional suture material from the pt's wound, and started him on keflex. The pt was readmitted to the hospital the following month with a diagnosis of sternal wound infection and the old scar was excised to the breastbone and all unabsorbed pieces of suture material were removed. The wound was thoroughly cleaned and re-closed. Vancomycin IV was prescribed. The pt improved, but continued to report some inflammation at the upper part of the new incision for the next few months. Five months later, the pt was found to have a site of osteomyelitis on chest x-ray. The surgeon performed another surgery, a debridement of the wound and removal of 2-3 cm of the sternum and area of osteomyelitis. Cultures taken were positive for staph infection. Post-operatively, the pt was managed with an open wound dressing and continued on vancomycin. Prior to that month, the pt returned to the or for additional wound debridement and delayed primary wound closure. The pt underwent add'l surgery the next month to reclose the sternal wound. The same time, the surgeon confirmed that the wounds were healing.

Manufacturer narrative:
Date sent to the FDA: 08/02/2007. Conclusion: since there is no prod available for eval and the product lot number is unk, the investigation of this complaint is limited and we are unable to draw a conclusion. Should add'l info become available a supplemental 3500a will be submitted accordingly.